Event description:
During a case the rp (B)(6) that is a cardioplegia pump stopped to run and showed the following alarm:"speed error". The clinician swapped with another 4" pump.

Manufacturer narrative:
During investigation it was not possible to reproduce the error, the pump worked without issues. Internal cabling and pcbs were inspected. No fault found. Logs were checked; a possible problem on the encoder was found from the logs. Encoder was replaced.